Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while sleeping the customer's blood glucose (bg) was extremely low (value not provided) and customer had to be awaken in order to address low bg. Customer consumed glucose tablets and drank juice. Bg elevated to 46 mg/dl. Customer alleged pump delivered 50 units of insulin. Customer reverted to using an alternate method for insulin therapy. Upon follow up, customer discussed event with their healthcare provider who determined that customer was programing a bolus size that was too large and was cause of low bg.